Event description:
When registered nurse was drawing up meds, she noted that the syringe was misprinted and it looked as though the 1.5ml marking was labeled as 1ml. The 0.5ml marking was completely missing. No patient harm at this time. All nurses notified and checked room/pulled defective syringes. All childrens hospital charge nurses notified and resource nurse notified to alert adult hospital.